Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The mother of a customer indicated via phone call of unexplained high blood glucose of 540 mg/dl due to a bent cannula. The customer indicated that a manual injection was administered to lower the blood glucose level. Troubleshooting found that a no delivery alarm was received and the set is changed every 4 days. Customer was advised to change set every 3 days and to contact their doctor with any possible further questions.